Event description:
It was reported when using the bd pyxis medstation system drawers were duplicating the row-board locations. The customer stated that this malfunction caused a delay in dispensing medication to the patient due to cubie duplication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were duplicating the row-board locations. The field service engineer replaced one tray in the drawer and reseated the row board cables to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.